Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case (B)(4)) in united states on 23-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. In 2008, consumer had outpatient surgery for a hysteroscopy essure tubal ligation. Early in the morning of 2008, consumer experienced a severe pain on one side of lower abdomen so severe that she passed out. She reported it to the nurse the next day, but no action was taken. When she had a dye test about 3 months later, it was discovered that the essure coil was pushed out of fallopian tube on one side into abdomen. In 2008, she had a second surgery to remove the essure device from the peritoneal cavity and to have a laparoscopy bilateral tubal cauterization. One of the essure coils was still in other fallopian tube. Essure removal date reported: (B)(4) 2008. Concomitant medication included (B)(4). The product technical complaint investigation results which ptc number is (B)(4) was received on 16-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and when she had a dye test about 3 months later, it was discovered that the essure coil was pushed out of fallopian tube on one side into abdomen. In the same year, she had a second surgery to remove the essure device from the peritoneal cavity and a laparoscopy bilateral tubal cauterization. This event, seen as device dislocation, is serious due to medical importance and required intervention and listed in the reference safety information for essure. During essure use there is a risk that the device could move out of fallopian tubes towards peritoneal cavity. In this case, soon after the insertion the consumer presented a severe pain on one side of lower abdomen so severe that she passed out. Later, at confirmation test, it was found that the device was dislocated out of fallopian tube into abdomen. Although in the present case the exact date and mechanism of this dislocation have not been informed, given event's nature, causality with essure use cannot be excluded and since an intervention was required, this case is regarded as incident. Based on the available information, a relationship between the reported medical event and a quality defect is excluded.